Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer reference number: 1627487-2020-48224. It was reported patient suffered a fall thereby leading to migration of one lead. Impedances were also found to be high on some contacts. Surgical intervention is anticipated to take place to address the issue. Both leads are reported as we are not sure which lead migrated.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.